Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the night following initial implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four inappropriate shocks while the patient was sleeping. It was noted the qrs morphology had decreased and was not detected by the device. The device automatically changed the sensing vector from alternate to primary. The patient was kept in the intensive care unit (ICD), and post implant photos were sent to technical services (ts) for further review. Ts spoke with the physician, noting the situation appears to point towards possible air entrapment post-surgery. Ts asked for a full disk instead of pictures, checking the x-rays with the original files for better quality, and recommended in-person troubleshooting. Besides the inappropriate therapy and prolonged hospitalization, no other adverse patient effects were reported. This device remains in service.